Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (500196) provides instruction for camera setup, operation and troubleshooting. A relationship, if any, between the subject device and the reported event could not be determined. Nothing was identified visually that contributed to the reported problem. Functional evaluation found that the camera successfully completed the aak and functioned as expected. The camera event log was also evaluated and showed no signs of faults or errors. No problem found with the camera. Tracking failures are most likely due to intermittent connections or improper setup. No containment or corrective actions are recommended at this time. The medical investigation found that per complaint details, the device malfunctioned with a tracking error and the navio was abandoned for manual instrumentation to continue the case. Responses to medical documentation/information requests were not provided; and although no injury was reported, it remains unknown if there was a surgical delay; therefore, the patient impact beyond the reported use of the manual instrumentation to conclude the procedure could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Our reference number: (B)(4).

Event description:
It was reported that during a navio tka procedure, the camera had the tracking failure multiple times during tracker placement screen. They shutdown and rebooted, but the tracking still would not initialize. They changed to manual procedure. This is the second incident of two. No other complications were reported.